Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 3993210,510k # k172199 and (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the cage broke. The device came in contact with the patient. Patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis result: visual microscopic the cage was returned broken into 4 pieces. There is post-fracture damage on 3 of the pieces from what appears to be the removal process. There are witness marks on the nose of the cage from what appears to be contact with the disc space during installation. The witness marks on the back side of the cage from impact are noticeably heavier to one side. These witness marks along with the angle of the break are consistent with off axis loading leading to a bending moment overload during installation. If information is provided in the future, a supplemental report will be issued.